Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a site/set/cart (o-ring issue) issue. It was reported that the external o-ring was too thick and the cartridge cannot go into the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in under-delivery of insulin.